Event description:
It was reported to covidien on 10/21/2009 that a customer had an issue with a dialysis catheter. Customer reports that the catheter needed to be replaced because the patient's catheter fell out. The nursing staff commented that it appears the cuff of the palindrome is too thin and too short.

Manufacturer narrative:
Submit date: 10/23/2009. An investigation is currently underway. Upon completion, the results will be forwarded.